Manufacturer narrative:
Product analysis #(B)(6): during the inspection, it was confirmed that there was a scratch on the tip lens and the area around it, and that there was some whitening in the image. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from service and repair via manufacturer representative regarding a device used for spinal therapy. It was reported that it was hard to see. There were no further complications reported regarding the event. Additional information: pre-op diagnosis : herniated disc procedure involved : med the image was blurred. The product came in contact with the patient. There were no patient complications reported.